Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A patient, implanted with prodisc-l, complained to the surgeon that she is experiencing continuing pain. Patient indicated that the surgeon thinks the implant may have shifted. Surgeon plans to fuse l5-s1 around the prodisc-l implant. This report is #1 of 3 for the same event.